Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. Customer's blood glucose level was 161 mg/dl. During troubleshooting with tandem technical support, the customer was able to load a new cartridge onto the pump and resume insulin delivery.